Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller to perform several troubleshooting steps and the occlusion was found to be within the cartridge. The customer subsequently changed the necessary supplies and resumed normal insulin therapy.